Event description:
On (B)(6) 2013 the patient contacted animas alleging that the pump dispensed insulin during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Correction number: 2531779-03/24/2010-003-r.

Manufacturer narrative:
Follow-up # 1 date of submission 08/14/2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box showed two ¿no cartridge detected¿ warnings and one cs052 alarm on the date of the event. During testing, the pump powered on and the complaint could not be tested due to a persistent cs052 alarm occurring. Unrelated to the complaint, visible corrosion was observed on the display screen. The display was found to be dim. A test screen was inserted and functioned appropriately. The pump was opened and further moisture corrosion was found throughout the pump.